Manufacturer narrative:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer felt symptoms of nausea and vomiting. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and was able to disconnect form the device and rewind the insulin pump. The customer did not return the product back for analysis.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer felt symptoms of nausea and vomiting. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and was able to disconnect form the device and rewind the insulin pump. The customer did not return the product back for analysis.